Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of thrombosis is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, delay in treatment and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Event description:
Subsequent to previously filed report, additional information was received: an occlusion, which was confirmed as a thrombosis, of the vessel was noticed prior to fully advancing the knot of the proglide and complete closure of the vessel. Angioplasty was used to treat the thrombosis. No additional information was provided.

Manufacturer narrative:
Date of event estimated. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after an atherectomy procedure. Reportedly, there was resistance pulling back the feet to the vessel wall after deployment of the footplate. An occlusion of the vessel was noticed which was confirmed as a thrombosis. A non-abbott device was ultimately used to achieve hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.